Event description:
It was reported that the device system was explanted due to a pocket infection and hematoma. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.